Manufacturer narrative:
Two cadd administration sets from part number 21-7383-24 with unspecified lot numbers were returned in used conditions inside a plastic bag without their original sealed packaging. The samples were visually inspected at a distance of 12? To 16? Under normal conditions of illumination. No damages or workmanship defects were detected. The samples received were connected to pump solis vip to prime the devices; the pump was running and not alarm was activated; however, a leak was detected fleeing from the air vent of the filter. The instructions for use for p/n 21-7383-24 was reviewed in order to verify for any condition or caution that could create leak during the use of the product. The cause of the issue could not be determined since there was no fault found with the returned sample.

Event description:
Information was received indicating that the pump alarmed 'bubble of air' during use of a smiths medical cadd administration set for parenteral nutrition for a patient. It was noted that several medications are concerned: olimel n7, smothkabiven, clinimix or perikabiven in complement with other medication as cernevit and nutryelt. It was reported that the setup of the nutrition was about 15 hours and the tubing was connected to port cath (importable port) or via the jugular vein. No adverse effects were reported.